Manufacturer narrative:
Qc shifted low after switching to a different reagent lot. The customer is working with bci assay applications support for troubleshooting.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected free t3 (ft3) results generated by the unicel dxl 800 access immunoassay system that did not correlate with the patient's other thyroid test results. The actual patient results were not provided by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.